Manufacturer narrative:
Correction b5: updated no harm to patient. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898550a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot: 898550a, device part number 195-430wjr/lot 898550. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 898550 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The consumer performed additional testing on unknown date (brand unknown) at a government mandated testing center and generated two negative results. The customer confirmed there was no patient harm or negative impact in their treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The consumer performed additional testing an unknown date (brand unknown) at a government mandated testing center and generated two negative results. The customer confirmed there was patient harm or negative impact in their treatment.